Event description:
It was reported that (4) devices were used during a lung resection. It was reported by the affiliate that the tct75 instruments fired 3 staples, then after that nothing happened. Another instrument was used to complete the case. There was no consequence to the pt.